Event description:
As reported by the exactech truliant knee clinical study, approximately 5 months post op the initial right tka, this 70 y/o female patient was revised due to infection. I&d with poly exchange 7/23/19 with surgeon with 6 weeks IV antibiotics for septic tka. On bactrim ds. Had abscess I&d by surgeon 3 weeks ago. She had drainage so she went to ed (B)(6) 2019. Aspiration staph aureus. Wound still draining. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities. Outcome is continuing.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-020-11-0330 - truliant ps cem fem ps cem right sz 3 5040728, 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t 5370290, 200-02-32 - three peg patella 32mm 5337055, 201-78-15 - holding pin mini sharp point 4 pk 5422977, 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7 234796.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely due to patient related conditions. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported by the exactech truliant knee clinical study, approximately 5 months post op the initial right tka, this 70 y/o obese female patient was revised due to infection on (B)(6) 2019. The patient had drainage from her knee so she went to the ed on (B)(6) 2019. Aspiration showed staph aureus the wound was still draining. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities. Outcome is continuing. No additional information.

Event description:
As reported by the exactech truliant knee clinical study, approximately 5 months post op the initial right tka, this 70 y/o obese female patient was revised due to infection on (B)(6) 2019. The patient had drainage from her knee so she went to the ed on (B)(6) 2019. Aspiration showed staph aureus the wound was still draining. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities. Outcome is continuing. No additional information.